Manufacturer narrative:
The subject device was returned to the olympus service center for evaluation. The customer¿s reported issue was confirmed, back image displayed which was isolated to a defective ccd (charged coupled device) unit. A visual inspection identified deformation/kink on the cable. The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed via service request that the customer high-definition autoclavable camera head has a no image defect, ¿it has a black image¿. The reported defect was found during reprocessing. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.